Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was hospitalized. A pd culture (obtained on (B)(6) 2022 generated growth of the bacteria serratia marcescen confirming peritonitis. Per the nurse, the patient was treated with antibiotics during hospitalization. Subsequently, on (B)(6) 2022 the patient was discharged and is recovering from the event. The patient continues pd with the same cycler without any issues, according to the nurse. The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The peritonitis event was attributed to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction: d.4.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain and cloudy pd effluent. On (B)(6) 2022, the patient was hospitalized. A pd culture (obtained on 11/may/2022 generated growth of the bacteria serratia marcescens confirming peritonitis. Per the nurse, the patient was treated with antibiotics during hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged and is recovering from the event. The patient continues pd with the same cycler without any issues, according to the nurse. The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The peritonitis event was attributed to patient breach in infection control practices in the home.